Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing burning and pinching sensations at the igp site when stimulation is on. As a result, the sjm representative met with the patient to adjust her program. The outcome is unknown at this time.